Event description:
Patient had an aortic valve replacement. Surgeon stated that he wanted the cormatrix pericardium to implant into the aortic valve. The patch was opened onto the sterile field and soaked in 0.9% sodium chloride (nacl) for 20 minutes. While the surgeon was sewing the patch into the valve along with the valve implant, he noticed that the patch de-layered or sloughed into two pieces. The nurse then called the cormatrix customer service to verify that the product was still within normal perimeters. The product packaging and product was saved and given to cardiac team lead nurse. Cormatrix representative is coming next week to follow up on this product.